Event description:
It was reported via social media that atrial fibrillation and prolonged hospitalization occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and patient was discharged one day post index procedure. In july 2021, three days post index procedure, the patient experienced severe atrial fibrillation, weakness, and fatigue and was admitted to the intensive care unit (ICU). Cardioversion was performed. The patient was discharged five days post admittance to the ICU. The patient underwent home health and physical therapy however quality of life did not return to pre procedural levels of activity.